Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed candy to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.

Event description:
Additional information was provided and it was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided and 41 mg/dl; and lost consciousness. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed "candy" in an attempt to address low bg; however, customer ultimately required assistance from neighbors who contacted paramedics to treat the customer. Treatment at time of the event is unknown. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.

Manufacturer narrative:
H6; add codes, 4617, 4614, 2418. Remove codes 4613..